Manufacturer narrative:
Investigation in process, but not yet completed.

Event description:
Plate put in 7 weeks ago, but there were reports of patient having pain. The doctor requested an xray done and discovered the plate had disassembled. The fracture was healed so surgeon removed plate.